Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open distally. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right internal carotid artery clinoid segment with a max diameter of 2.8mm and a 2.2mm neck diameter. The landing zone was 3.78mm distally and 5.07mm proximally. It was noted the patient's vessel tortuosity was normal. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed aneurysm contrast retention. It was reported that during the interventional treatment of an aneurysm the surgeon selected a 5-18 ped for implantation. During the implantation process, the standard operation was followed completely, but the stent tip opened very poorly during deployment and could not adhere to the wall, and the tip was rough and "flare mouth shaped". The middle and proximal ends of the stent were deployed normally and opened normally. After the ped was implanted, the surgeon opened the distal end of the stent by means of guidewire massage and balloon dilation. The wall adhesion was slightly poor. Finally, the surgery was completed. The patient was not injured. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. It was noted that the pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Event description:
Additional information received reported that during deployment, when the failure to open was observed, the pipeline was unsheathed about 15mm which was too long and the pipeline could not be resheathed. The catheter was advanced over the pipeline until only about 5mm of the pipeline stent remained outside of the catheter tip. The pipeline was then deployed and the tip did not open well but it remained implanted. The cause of the failure to open was unknown. It was noted that the device was adequately hydrated, delivery and deployment were normal, but the distal end still failed to open completely.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.